Event description:
It was reported the ipg provided therapy for approximately 167 months and hence is considered as normal battery depletion and this was reported in error.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Additional information confirmed that the patient had their scs ipg replaced on (B)(6) 2021 stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
Date of event is estimated and further information requested, but not yet received.

Event description:
It was reported that the patient¿s ipg was deemed inoperable and surgical intervention may be undertaken to address the issue.